Manufacturer narrative:
(B)(4).

Event description:
It was reported that "after the catheter was inserted, the balloon can not inflate completely, change the new catheter". Anatomical insertion site of the device: right. The device was removed in its entirety, and the issue was resolved by successfully replacing the catheter. The second catheter was inserted at the same insertion site. No patient complications were reported. The patient's current condition was reported as "fine."